Event description:
Reporter indicated a pt was unable to be interrogated with a vns wand and communication errors were received on the handheld computer. The wand has been requested for return. Attempts for further info are pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.